Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 4.00mmx20mm liberte stent was advanced but failed to cross the middle segment of the lesion. The device was removed and it was noticed that the middle struts of the stent was open. The procedure was completed using another liberte stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon. There was a strut in the 5th proximal row of the stent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 4.00mmx20mm liberté¿ stent was advanced but failed to cross the middle segment of the lesion. The device was removed and it was noticed that the middle struts of the stent was open. The procedure was completed using another liberté¿ stent. No patient complications were reported and the patient's status was stable.